Manufacturer narrative:
Implant and explant date, (B)(6) 2018 and (B)(6) 2018. Manufacturing evaluation: the valve was received in the retur n kit, submersed partially in an unknown liquid. Visual inspection - we observed some scratches but other no deformations or other irregularities. Permeability test - the results showed that the progav valve was permeable. Adjustment test - the test showed that the valve could be adjusted easily. Braking force and brake function test - the function was confirmed and was within the specifications. Computer testing - the valve functioned within the given tolerances. Results for progav - based on the results of our investigation, we could not confirm the complaint of under-drainage. Further results - for a complete evaluation, we investigated the shunt assistant. The shunt assistant was not received submersed in a liquid. The investigation results of dry products is not conclusive. For this reason, we request that the entire product is submersed upon receipt. A permeability test showed that it was not permeable. The computer test was not applicable for a shunt assistant. In order to verify if the valves were affected by the known risks of hydrocephalus shunt therapy, as for example from substances commonly found in cerebrospinal fluid (csf) (protein, blood, or tissue), we took apart the valves. There were visible deposits within the progav but none in the shunt assistant. Based on the results of our investigation, we could confirm the complaint of blockage. We suspect that the deposits in the progav could have led to a temporary blockage in the past. Also the shunt assistant was received dry, without visible deposits, but the function could have been hindered. Even small amount of non-visible blood or protein can influence permeability. We can exclude a defect at the time of release, as it met all specifications of final inspection when released.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). 1 month post-operation the valve was blocked. The valve was subsequently explanted.